Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20039e; batch/ lot #: 20076797. It was reported that the smartsite extension set would not allow blood return. Verbatim: smartsite extension set defective. Would not allow blood return. Had to change to another set. FDA safety report ID # (B)(4).

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the smartsite extension set would not allow blood return. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20076797 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
The initial reporter also notified the FDA on 23 november, 2020. Medwatch report # mw5097762. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20076797. It was reported that the smartsite extension set would not allow blood return. Verbatim: smartsite extension set defective. Would not allow blood return. Had to change to another set. FDA safety report ID # (B)(4).